Event description:
The customer stated that she was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 358 mg/dl. The customer stated that the insulin pump alarmed no delivery and she was unable to change the infusion set at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.